Event description:
It was reported that the right ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded over 1 mm between 8.5 cm and 8.6 cm from the connector pin, due to friction with device can.